Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-0987, awareness date 26-aug-2015). Case was received in united states on 30-aug-2015 and refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in 2007. Consumer reported that in 2007, she went to her physician to discuss tubal ligation. The physician recommended essure because it was the least invasive and reporter mentioned that her body rejected and expelled her iud and would reject essure because it was foreign as well. She was told that she would be fine. However, her body started rejecting essure immediately. She was in and out of the doctors and emergency rooms due to excessive bleeding, pelvic pain, huge white blood clots, red blood clots, hives all over her body (up until her hysterectomy), pressure in her upper abdomen (which felt herniated), swelling all over her body including her stomach (which she still has somewhat), bleeding when exercising (felt like something was puncturing), no bladder control, joint pain and, probably the most significant feeling she had was her body felt like it was shutting down or desperately trying to fight something (no energy). Consumer had her hysterectomy (vaginal leaving ovaries) in july 2014 and started immediately feeling better. Her hives went away, her swelling all over body (neck, arms, legs) has gone down; however there are a few lingering symptoms such as slight swelling and discomfort in her abdomen which she is seeing her physician for at this time. In addition, consumer reported that health care professional has no resolution as of yet (CT scan, x-ray, pelvic scan ultrasound). Consumer also reported that she has only listed a few side effects and states that there are many more. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced excessive bleeding / huge white blood clots / red blood clots / bleeding when exercising. This event, interpreted as genital bleeding, is serious due to its medical importance and listed in the reference safety information for essure. In this case, no alternative explanation was provided. Consumer underwent a hysterectomy. Based on the nature of the event, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since a surgical intervention was performed. Additionally, non-serious events were reported. A product technical analysis is being sought. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Manufacturer narrative:
Ptc investigation result received on 02-oct-2015 ptc global number (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced excessive bleeding / huge white blood clots / red blood clots / bleeding when exercising. This event, interpreted as genital bleeding, is serious due to its medical importance and listed in the reference safety information for essure. In this case, no alternative explanation was provided. Consumer underwent a hysterectomy. Based on the nature of the event, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since a surgical intervention was performed. Additionally, non-serious events were reported. Since no product was provided and no batch number was provided a quality defect cannot be confirmed. Based on available information, there is no reason to suspect that the events were caused by a potential quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.